Manufacturer narrative:
Additional information: b5.

Event description:
The blood leak was reported to be internal.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a registered nurse (rn) from the facility. The rn stated the blood leak occurred at the start of hd treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The blood leak was visually observed in the drain line. There was no damage or defect noted on the dialyzer. A blood leak test strip was used, and it tested positive. Fresenius bloodlines were also being used. Following the event, the patient's blood was not returned. The patient's estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: an investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The sample is still expected to be returned for evaluation. A supplemental MDR will be submitted upon completion of the sample investigation.

Event description:
The blood leak was reported to be internal.